Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling procedure. According to the complainant, during the procedure, the first side of the device was successfully placed within the patient's left side. When the physician attempted to deploy the carrier on the second side, the carrier would not release from the shaft tip. The first side was left implanted and everything else was removed from the patient. Upon examination of the delivery device, it was observed that the tube which deploys the mesh carrier had "accordioned" at the distal end. The mesh carrier and mesh were in tact and undamaged. Photographs taken of the device confirm the reported tube buckling. The procedure was completed with a second solyx sis delivery device. The second side of the original mesh was successfully implanted within the patient's right side. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".